Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. Under microscope and with uv light, it was able to observe that there was separation between strain relief/luer. This type of issues is related to a lack of adhesive between parts.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, flushport was stuck in initial status. No patient complications were reported. The device is expected to be returned for laboratory analysis. It was additionally reported that during the preparation process, flushing with a syringe proceeds normally, and saline flow from the distal end is confirmed. However, after catheter shaping (forming the flower shape and then bending it back), the flush port repeatedly becomes blocked when continuous saline is connected.

Manufacturer narrative:
Upon device return and inspection, the strain relief was detached from the luer. Under microscope and with uv light, it was able to observe that there was separation between strain relief/luer. This type of issues is related to a lack of adhesive between parts,

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, due to a flush port "was stucked in" (damaged). No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation a farawave was selected for use. During procedure, due to a flush port "was stucked in" (damaged). No patient complications were reported. The device is expected to be returned for laboratory analysis.